Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that the xc200 reload was received with a clip broken inside of the cartridge. In addition, the foil was examined and showed multiple wrinkles and small holes on the bottom cavity of the foil package related possibly to excessive manipulation. The product code xc200 contains absorbable clips and as the sample was received open the degradation process had already begun, the time of exposure to the environment could not be determined and no functional test could be performed due to sample condition. Additionally, two photos were provided and they showed a foil from the top view and the second photo showed a clip loaded, also small residues of clips could be noted on the reload. The event report could not be confirmed as the reload was received with the clip broken and per the condition of the loose clips received. It should be noted that all ethicon product is 100% inspected prior to release. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained via: it was reported that "they were broken into pieces when the package was opened", please advise what were broken? What is the total number of products involved in this event? Package lot number of the clips? Please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sale rep about the device returning. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu).

Event description:
It was reported that a patient underwent an urological procedure on (B)(6) 2024 and suture clips were used. Before use on the patient, it was reported by a sales rep that, before an unknown urological surgery, they were broken into pieces when the package was opened. The device was not used for the patient. Another device was used to complete the case. One device will be returning. No further information is available. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that the xc200 reload was received with a clip broken inside of the cartridge. In addition, the foil was examined and showed multiple wrinkles and small holes on the bottom cavity of the foil package related possibly to excessive manipulation. The product code xc200 contains absorbable clips and as the sample was received open the degradation process had already begun, the time of exposure to the environment could not be determined and no functional test could be performed due to sample condition. There were no adverse consequences reported. Additional information was requested.